Event description:
On (B)(6) 2021, the patient underwent emergent endovascular treatment of a type b acute aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. The physician attempted to deploy the device just distal to the left subclavian artery. However, the device reportedly moved distally upon deployment (distance unknown). According to the report, a small entry tear/dissection was noted below the left subclavian artery that was not covered by the device due to the alleged migration. However, the larger entry tear was successfully covered by the device. Therefore, the physician decided to complete the procedure without further treatment. On (B)(6) 2021, a follow-up computed tomography scan reportedly revealed false lumen perfusion from the small entry tear below the left subclavian artery. On (B)(6) 2021, a reintervention procedure was performed whereby an axillo-axillary bypass was performed, and an additional stent graft was placed to treat the dissection. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to delivery and deployment events (e.g., deployment difficulties/failures; failure to deliver the stent graft), improper stent graft placement, persistent false lumen flow, and reoperation.